Event description:
Pt experienced unremarkable surgical procedure to treat vertebral body fractures at t7 and t8. When waking from general anesthesia, pt reported inability to move legs. Paraplegia was confirmed.